Event description:
The customer stated they noticed a burning smell and then saw black smoke coming from the back of their integra analyzer. The customer immediately unplugged the analyzer from the power source and sprayed it with a fire extinguisher as a precaution. There was no visible fire. The customer did not note any alarms from the analyzer. The customer noticed there was a black spot on the outside of the cover above the power supply area. The customer was using the original power supply that came on the integra. The customer did not evacuate the laboratory and no one had to seek or receive medical treatment as a result of this incident.

Manufacturer narrative:
The power supply was not available for investigation. According to the serial number, the power supply was not the originally installed power supply. The smoke was due to heat damage on the planar winding printed circuit board. This failure mode is consistent with insufficient cooling air flow. There was no risk of fire on this failure mode. All parts and plastics are ul rated. There may have been smoke emitted from the unit as the plastic isolator melted. The customer is no longer using this analyzer.